Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were seeing a power on reset (por) code. The patient mentioned they had put new batteries in the programmer. The patient stated that it was in the last month or so and confirmed that it started sometime in april. The patient noted they did have a cancer spot (unrelated to the device/therapy) taken off of their leg 3-4 weeks ago. The patient was redirected to follow up with their health care physician (hcp) . There were no symptoms reported and there were no further complications reported.

Event description:
Additional information was received from the consumer. In response to the inquiry of steps taken to resolve the power on reset (por) that came after the patient had their unrelated medical procedure, the patient did not respond, instead they gave the circumstances that led to the por. The patient stated: the stimulator had not been used for, maybe 6 weeks during 2 day surgeries (unrelated to the device/therapy) ¿ with new batteries, it (the programmer) told them to call the clinician -por at the bottom of the screen. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.